Event description:
It was reported that the right ventricular (rv) lead had high impedance. X ray was performed and the lead did not show any signs of externalization or clavicular crush. Possible can to lead damage was suspected. No intervention was performed and the patient was given a life vest. Additional information was not reported.